Event description:
It was reported that touchscreen was not as clear as it had been previously, making it difficult for customer to see screen and blood glucose readings. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional information was obtained, and no further action was required from technical support.